Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 7 of 11, patient was connected. The technical service representative (tsr) explained the alarm to the care giver (cg) and reviewed the set up. However, the tsr found no issue with the set up that could have caused or contributed to the reported alarm. The tsr assisted with clearing the alarm and the patient was going to finish the therapy by a manual exchange in the morning. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.